Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 400mg/dl, and she was treated with the insulin pump and boluses. The mother stated that her daughter was throwing up and was complaining of acid burning. Troubleshooting was declined as customer called back later. The mother stated that the customer was feeling bad and thought the insulin pump was putting insulin into her body. The doctor at the hospital changed the site and released her. The mother did not feel comfortable and requested a replacement. No further information was provided.